Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 419 mg/dl. Customer treated with bolus and needles. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature active and automatically adjusting insulin at time of high blood glucose event. Customer alleged insulin pump was under delivering as there were no alarms. Customer stated cannula was bent. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. No unexpected insulin flow blocked alarm or no under delivery anomaly noted during testing.